Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 113 mg/dl at the time of incident. The customer's mother stated that the insulin was squirting out during manual prime process. The customer's mother stated that the drive support cap appeared normal. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a broken off/missing end cap. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the compromised force sensor system alarm or restart anomaly due to the broken off/missing end cap. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and dog chew marks around the pump.